Event description:
A physician reported a pt who was double skin tested on 29 july 1998 and 13 august 1998 with negative results. On 18 september 1998 the pt was treated in the upper and lower vermilion borders and the nasolabial folds. The pt stated the vermilion border treatment sites were red for 3 to 4 days after the procedure. About a week later, the pt began to notice tightness in the lips. On 28 october 1998, the pt reported continued lip "tightness" with pain when smiling, applying lipstick and flossing her teeth. Eating hot foods also caused discomfort. The pt's family told her they could see no improvement (in the correction) after the treatment. On 28 october 1998, the physician examined the pt and observed no signs of hypersensitivity; no redness, swelling, lumpiness, or discoloration on the upper vermilion border or other treated sites. On 28 october 1998, the physician administered an intradermal kenalog injection in the upper right vermilion border for relief of the "tightness" and pain. On 29 october 1998, the pt reported that the kenalog injection "helped a lot," and that she could now floss her teeth. The physician diagnosed the symptoms as overcorrection resulting in tightness and pain at the vermilion border treatment site. The physician planned to examine the pt again in 2 weeks.